Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem has been confirmed. Upon receipt, the cable from ECG c to the distribution was damaged. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that the wires on the belt are exposed near the vibration box. The pt's electrode belt was replaced.